Event description:
It was reported that the customer's blood glucose level was high, but the specific value was not known as it displayed "high." Cause was not known. The customer attempted to correct the high blood glucose level by administering a correction bolus via their pump, with the control iq feature activated. Technical support instructed the customer to check the infusion site and needle/cannula, although no further inspection was undertaken at the time of the call. Multiple attempts were made by tandem technical support to follow-up with the customer on the reported issue, but no response was received.